Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a tear in the silicone layer of their driveline below previous repair site. Log file review captured a driveline disconnect in addition to multiple clock not set events which typically occur when all power to the controller is lost. The controller was exchanged due to breaking power cord connections. The controller was discarded. Pump MFR#: 2916596-2021-06562.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a tear in the silicone layer of their driveline below previous repair site. Log file review captured a driveline disconnect in addition to multiple clock not set events which typically occur when all power to the controller is lost. The controller was exchanged due to breaking power cord connections. The controller was discarded. Pump MFR#: 2916596-2021-06562.